Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/18/2025, a sales representative reported via (B)(4) that an ar-9545-t15-01 driver shaft twisted. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2025 while putting the stem & cup together the driver twisted. The case carried on and was completed successfully.